Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient reported infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for less than twenty-four hours. Patient started antibiotics for infection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.